Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. The reported event of failure to capture was not confirmed. As received, a complete lead was returned with the helix fully extended and clogged with blood/tissue for analysis. Final analysis found the inner coil to be over-torqued at the connector region consistent with procedural damage.

Event description:
New information received indicates that the dislodgement was confirmed via chest x-ray and fluoroscopy.

Event description:
It was reported that the patient presented in the clinic for follow up. It was noted that the right atrial (ra) exhibited loss of capture. Multiple premature ventricular contractions (pvc) were also noted. Diagnostic imaging confirmed ra lead dislodgement. During the repositioning procedure, the helix of the ra lead could not be extended. The ra lead was explanted and replaced on (B)(6) 2025. There were no patient consequences.